Event description:
Info received that the head end of bed will not raise up. No injury reported.

Manufacturer narrative:
Bed in storage. Found head end of bed will not raise up, hydraulic valve is bad. Replaced the valve to resolve this issue.